Manufacturer narrative:
Product event summary: the device was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicates the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. There was a lead impedance out of range alert. The impedance trend on the svc defibrillation coil was variable. It was noted that an out of tolerance sub-threshold lead impedance alert occurred on (B)(6) 2014. Maximum svc defibrillation impedance rises from 284 ohm the week ending (B)(6) 2014 to greater than 12000 ohm the week ending (B)(6) 2014.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had intermittent high impedance in the superior vena cava (svc) shock coil. The lead was suspect of a possible fracture. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.